Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the malfunction recurs, which the caller acknowledged and understood.